Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and powered unit on service mode to perform touchscreen calibration and failed. Reported problem was duplicated inactive touchscreen. Unable to access menu option no response from touchscreen. Measured r704 100k resistor is measuring 257ohms, replaced resistor with new one and problem still occurred resistor still measuring 257ohms. De-soldered leg #11 on u700 and measured r704 good at 100k. Findings/root-cause: problem was duplicated and isolated to ic, touch screen controller, spi u700.

Manufacturer narrative:
(B)(4). A replacement main printed circuit board assembly was shipped to the foreign distributor. Carefusion also issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main printed circuit board assembly for evaluation . As of 02/26/2015 the alleged faulty main printed circuit board assembly has not been received. Should the alleged faulty main printed circuit board be received and evaluated, a f/u medwatch report will be submitted.

Event description:
This complaint originated from our international distributor in (B)(6). According to the distributor, the main printed circuit board (pcb), on one of their units was causing the touchscreen to be unresponsive to operators. No patient involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Section redacted, information filed in error on initial MDR. Additional information noted on 12/29/2015.